Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an "issue with the battery life." There was no reported impact to blood glucose. Contact did not provide specific customer information and did not provide any additional information.